Event description:
It was reported that the patient presented for generator changeout procedure. Upon interrogation prior to procedure, it was found that the right ventricular (rv) lead exhibited unspecified impedance anomaly and sensing due to lead fracture. During lead replacement procedure, it was also noted that lead could not be retracted. The rv lead was ultimately explanted and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.

Manufacturer narrative:
The reported event of impedance problem, sensing problem, and lead fracture was not confirmed but helix mechanism issue was confirmed. As received, a partial lead was returned in two pieces for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The partial lead was returned with the helix extended, stretched, bent, and clogged with blood/tissue. X-ray examination found the inner coil over-torqued at the connector region and helix stretched/bent at the helix region all consistent with procedural damage. Unable to test mechanism/extension length due to helix condition as received. The cause of helix mechanism issue was isolated to helix being clogged with blood/tissue, damaged helix, and inner coil over-torqued. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection found an external insulation abrasion breaching the optim sheath distal to the connector boot consistent with friction to device can. The lead insulation was intact at this location. All other damages noted is consistent with procedural damage.